Event description:
It was reported that two holes were discovered in the catheter during an end of service pump replacement. The hcp conducted the usual pressure-leak test and discovered there were two pin holes in the existing catheter 8596 sc pump segment. It was reported . The healthcare provider (hcp) believed he might have caused the holes while removing the pump. The hcp removed 11 cm of the old catheter and replaced it with 8596sc and replaced with 11 cm of a new catheter 8596sc pump segment. Prior to the replacement, the symptoms were unknown to the reporter, as was the patient states following the procedure. The patient was a receiving 2000mcg/ml concentration at 428.3mcg/day, however the brand of drug was not known by the reporter.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).